Event description:
It was reported that the patient presented for an implant procedure, it was noted that the right ventricular (rv) lead fell out of position 2 to 3 times though electrical values were good. The rv lead was removed thinking there may have been tissue build up in the helix. Patient anatomy was suspected to be the cause, but the physician was not completely sure. The rv lead was successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found no anomalies, the helix was fully extended and clogged with blood/tissue. After cleaning the helix could be retracted and extended by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.